Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right ventricular (rv) pacing impedance measurement of less than 200 ohms. Technical services (ts) stated that there was noise noted which could indicate mechanical failings in the lead. Ts recommended to perform a clinic evaluation, device-based lead testing and perform isometric maneuvers, pocket manipulation, as well as arm movements across the chest and over their head. This device remains in service. No adverse patient effects were reported.